Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer unable to recover after multiple attempts. A field service engineer successfully replaced solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.